Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported a blood glucose result of ¿305 mg/dl¿ with the subject meter. The patient manages his diabetes with humalog insulin and lantus insulin. It is not known if the patient made changes to his usual dose of medications. The patient did not specify symptoms; however, the patient reportedly went to the emergency room (ER) and obtained a result of ¿32 mg/dl¿ with another device. The patient was administered ¿sugar¿ as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have obtained a blood glucose result with another device suggestive of a serious injury and received medical intervention from a health care professional (hcp) after the reported issue began.